Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the silicon jacket on the percutaneous lead had torn and a percutaneous lead repair was needed.

Manufacturer narrative:
The percutaneous lead was repaired and a portion of the lead was returned for investigation. During the investigation on (B)(4) 2012, damaged wires were noted in the lead. The reported event of red heart alarms and damage to the percutaneous lead was confirmed based on the evaluation of the returned portion. Visual examination of the lead revealed the silicone jacket was separated from the metal connector and there were tears in the outer silicone jacket at the terminus of the bend relief. There was also significant shield deformation adjacent to the metal/controller connector and at the terminus of the bend relief. The wires were examined and the orange and yellow wires were found to be fractured adjacent to the connector. In addition, the insulation of the brown and red wires was found to be disrupted in this location. The underlying conductors of the brown and red wires were exposed and some were fractured; however, the wires remained electrically intact. The characteristic of the disruptions in these four wires appeared consistent with fatigue failure as a result of repetitive flexing. The examination of the affected and non-affected wires did not reveal any evidence of mechanical damage due to crushing or pinching. The orange and red wires represent motor phase 3, the yellow wire represents one of the two wires in motor phase 1 and the black wire represents one of the two wires in motor phase 2. The disruption of these wires would have potentially interrupted pump function as a result of the exposed conductors of one wire contacting the shield or multiple wires contacting the shield or one another at the same time and shorting while connected to the power module or batteries. The manufacturer has implemented a design improvement to the pump end bend relief via a PMA supplement. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.